Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 274mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer stated that the sticker label came off. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.